Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was getting low. Boston scientific technical services (ts) discussed contacting device clinic. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was getting low. Boston scientific technical services (ts) discussed contacting device clinic. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted, and a new one was placed. No additional adverse patient effects were reported.